Manufacturer narrative:
Hardware analysis determined that the frame was damaged; no power. When connected to a known good system, the reference frame had no functioning leds. The tiu had no status lights, suggesting an open in the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a tumorectomy, the navigation system could not recognize the cranial active reference frame being used in the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Following the procedure, it was reported that the issue could be replicated on the reference frame in question as a recognition failure occurred in both sterile and non-sterile fields. It was noted that a separate cranial reference frame could be tracked by the navigation system during troubleshooting. No additional information was provided.